Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter,

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving morphine [10 mg/ml] at a rate of 1.975 mg/day via intrathecal drug delivery pump for non-malignant pain and failed backed surgery syndrome. It was reported that during a pump revision a break and leaking in catheter was noted in the pocket. Cerebrospinal fluid (csf) and drug were aspirated earlier in the case before the leak was discovered. The catheter was revised and the issue was resolved. There were no further complications anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.